Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump had a biomed alarm when it was plugged in and the alarm could not be silenced. The pump was placed on a cart dedicated to pumps that were reported to have experienced a primary audible alarm. The event occurred in the cardiac intensive unit (cicu) and there were no reported adverse events.